Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for routine follow-up with symptoms of shortness of breath. During the device check it was observed that the device could not be interrogated. Clinician attempted multiple interrogations with different wand angles and orientations. A telemetry test showed tests were successful and no other anomalies were reported. It was recommended to pair a merlin@home until to test the rf connection which was not done. Device was unable to establish communication and device replacement was recommended. No further information available.